Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in the first obtuse marginal artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was advanced over the wire into the patient's body. However, the hypotube became separated from the catheter shaft. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.